Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, plaque shift occurred and post procedure an aneurysm was occurred. The pt presented with chest pain and was positive for ischemia. Five months prior, the pt had a non-bsc stent placed in the left anterior descending (lad) artery, and it is 40% restenosed. The target lesion was located in the (lad) and the first diagonal (d1). Angioplasty was performed with a 3.5x10mm flextome cutting balloon. The balloon was inflated to 6 atms for 45 seconds. Although good results were achieved, while inflating the cutting balloon plaque shifted and was not relieved with nitroglycerin. Next, v-stenting was performed: a 3.5x15mm promus stent was deployed at 12 atms in the lad and a 3.5x23mm promus stent was deployed at 12 atms in the d1. After stenting the lesion it was noted that there was "an area possibly related to the cutting balloon and stent placement, but there is no extravasation of contrast." One month later, the pt presented with a typical chest pain. An aneurysm was noted in between the lad and d1. The physician does not think the aneurysm is at increased risk for rupture, and he will continue to observe pt closely.